Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the cgm displayed approximately 300 mg/dl, while a fingerstick blood glucose (fsbg) measurement showed a difference of about 60 points lower (240 mg/dl). The patient reported not feeling well but was unable to describe specific symptoms. The patient administered insulin via an insulin pen. At approximately 1:00 pm, the patient was transported to the emergency room (ER) by her daughter. Upon arrival, a fsbg test was performed; however, the exact value was not recalled, and the patient only noted that the difference between cgm and fsbg remained approximately 60 points. The patient received intravenous (IV) fluids and remained in the emergency room for about three hours before being discharged the same day. At the time of the report, the patient felt weak. During troubleshooting, the cgm reading was 252 mg/dl, while fsbg showed 426 mg/dl. The patient was guided through calibration, after which the cgm displayed ¿high.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid before patient administered insulin and was transported to the ER. It has been reported that there was a difference in readings of 60 points. After the patient was discharged and home she was guided through calibration in which the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.